Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d1-4 and h4. Evaluation: the electrode pads were received unopened and in its original package with an AED pro under medwatch report 1220908-2021-02427. The customer's report was not replicated or confirmed. The pads were put through extensive testing without duplicating the report. Visual inspection found significant creasing along the open edge where the wires insert into the closed packaging. This is atypical if the pads are stored in the device properly. The AED pro operator's guide recommends that a set of pads be connected to the device at all times in preparation should the need to utilize the AED arise. The instructions for use for the CPR stat padz warn users not to use if the packaging is damaged, and not to fold the electrodes. Analysis of reports of this type has not identified an increase in trend.